Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the reported complaint. A philips field service engineer (fse) visited the site and confirmed a system boot problem. During troubleshooting, the fse verified the mains voltage at the system input and confirmed that cabinet m was receiving 400 v three phase power. However, no indicator lights were illuminated on the control panel or inside the main cabinet (m). The power supply rack was identified as faulty and required replacement. Review of log file confirms that the pdu fan tray and dcps are malfunctioning. The fse replaced the power supply rack and returned the system for evaluation. Although the root cause of the pdu fan tray fru could not be conclusively determined through the supplier¿s part analysis, replacement of the pdu fan tray fru by the field service engineer resolved the reported issue and restored full system functionality. After the replacement, the system was returned to service and confirmed to be in good working order. The codes were updated based on investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.